Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer's blood glucose values were 29mg/dl, 59mg/dl and then 2 seconds after it was 91mg/dl. Customer stated that the blood glucose value was as high as 500mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.